Event description:
Following uae had severe pain requiring opiods for 3-4 weeks. Very tired and unable to concentrate. Six-seven weeks absence from work and still unable to work normally or full time. Recurrence of pain on first period just as period pains, which would not stop after period ended, and subsequently with added stabbing pains. Very severe episodes followed by disabling nausea and sickness. Contractions are occurring 2 to 6 times per day, each episode lasting several hrs and making sleep difficult. Eight weeks on and reinvestigation is occurring, it is suggested that infection may be a cause but pt has no fever and no discharge. It has also been suggested that pt is passing a fibroid but it is not within gynecologist's experience and pt feels worried because they are still dependent on pain killers and feeling generally poor and tired.